Event description:
Implant failure due to part migrates. The initial report did not have the correct type of reportable event - death, the correct one - serious injury is provided in this follow up report.

Manufacturer narrative:
The initial report did not have the correct type of reportable event - death, the correct one - serious injury is provided in this follow up report.

Event description:
Implant failure due to part migrates.